Event description:
It was reported that a patient underwent a balloon kyphoplasty procedure to treat a t6 acute compression fracture. Both the biopsy device and drill were used prior to inserting the ibt into the vertebral body. Reportedly, the balloon on the ibt failed to advance down the cannula and became lodged before being inserted into the vertebral body. It was reported that the surgeon then attempted to use the other balloon in the kit and experienced the same problem. The biopsy device and drill were reinserted in an attempt to create a clear channel for the balloon. Once again, according to the report, "the balloon was getting hung in the cannula and once it finally cleared the cannula it wouldn't progress toward the anterior wall of the vertebral body". The biopsy device and drill were inserted again to clear a channel and the balloons still would not advance. A new kit was opened and the ibts from this kit "worked perfectly" according to the report. It was reported that there was a 10 minute delay in the overall procedure time. No patient complications were reported and the procedure was completed successfully.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product analysis parts received: receipt of one ibt express 15/2. No blood on the device; already decontaminated. Observations: during functional analysis, the balloon was inflated with water and indicate that no leakage has occurred. Insertion is not possible, due to the fact that the balloon no longer displays the beaked shape. It seems to have been inflated at least one time. Visual analysis was done and it appears that the ibt is meeting the specification. Proximal bonding is not too thick. A review of the in-line measurement of balloon wall thickness has been performed and all measurements are within specification. Other controls have been performed and it indicates that the ibt meets all specifications. Conclusion: based on the information provided, functional and visual analysis, the most probable root cause cannot be defined. A manufacturing issue cannot be proved or disproved. Please note that the cannula was not returned, no information have been provided according to the presence or absence of silicone on the balloon before insertion and the ibt is meeting all the specification.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.